Event description:
Boston scientific received information that when the patient was in the hospital for an unrelated issue, the right ventricular (rv) lead impedance rose from 500 ohms to greater than 2000 ohms. The fluoroscopy image showed that the lead terminal pin was not all the way thru the device connector block. A revision procedure was performed and normal impedance measurements were seen when the lead was hooked up to a pacing system analyzer. The rv lead was re-inserted into the connector block and normal measurements were observed. No adverse patient effects as a result of the revision procedure were reported. The device and rv lead remain implanted in the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.